Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: (B)(6) hospital. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: it was reported that after the stent was placed via femoral artery, 8fr puncture, an angio-seal was used for sealing. The surgeon used it correctly, however, found that the middle of the angio-seal sheath was bent and cracked. A new angio-seal was immediately used to complete the operation. The patient was stable and there was no blood loss.